Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2012 during a colonoscopy.according to the complainant, during the procedure the handle cracked and the enclosed spring came out. The clip would not release from the delivery catheter, and had to be removed from the patient. Once outside of the patient, the clip released from the delivery catheter. The procedure was completed using another resolution hemostasis clipping device.there were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.